Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A shaft break was identified 73cm distal to the distal end of the strain relief. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left main artery to left anterior descending artery. A 4.00 x 28 synergy stent was advanced for treatment. However, while loading the stent in the guide catheter, the shaft of the synergy stent broke off. The device removed and replaced with another 4.00 x 28 synergy stent, which was found to be shorter to cover the lesion. A 4x38 synergy stent was then deployed from lm to lad to treat the lesion and the procedure was completed. No patient complications were reported and the patient was doing fine.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left main artery to left anterior descending artery. A 4.00 x 28 synergy stent was advanced for treatment. However, while loading the stent in the guide catheter, the shaft of the synergy stent broke off. The device removed and replaced with another 4.00 x 28 synergy stent, which was found to be shorter to cover the lesion. A 4x38 synergy stent was then deployed from lm to lad to treat the lesion and the procedure was completed. No patient complications were reported and the patient was doing fine.